Event description:
The patient contacted animas on (B)(6) 2012 stating all keypad buttons and backlight button had delayed response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth. It was reported that skin was on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok button was intermittently unresponsive and the up arrow, down arrow and contrast buttons responded appropriately. There was evidence of keypad contamination found under the key contacts and the up and down arrow key contacts were found to be misaligned.